Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The root cause could not be identified during logfile review. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The root cause could not be determined conclusively; there is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during flap creation process, the partial laser applied to patient interface leads to incomplete tunnel in right eye of the patient during lasik surgery, due to safety concerns, the surgery was terminated, and the flap preparation method was changed. There was no patient harm reported.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).